Event description:
The customer reported being in the emergency room due to high blood glucose over 600mg/dl and her blood glucose was reading only "high." The customer mentioned that the insulin pump alarmed motor error. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. Reviewed the alarm history and found multiple no delivery and motor error alarms. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, rewind, basic occlusion, occlusion, excessive no delivery alarm test. No motor error alarms noted. Unit was received with missing display window, cracked case at window corners, battery tube threads and reservoir lip. Noted during visual inspection.